Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings and large air bubbles in the reservoir. Customer's blood glucose reading was over 500 mg/dl, customer treated with the insulin pump. Customer was able to perform partial troubleshooting. Nothing was replaced or returned.